Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump alarmed insulin flow block. Customer stated they had high blood glucose level due to insulin flow block. Customer current blood glucose level was 350 mg/dl. Trouble shooting was performed. Insulin pump passed the high pressure test. No harm requiring medical intervention was reported. The device will not be returned for analysis.